Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the piston made a strange sound. The customer's blood glucose reading was 140 to 260mg/dl at the time of incident and 88mg/dl at the time of the call. The customer also indicated that the pump took over an hour to deliver 1 unit of insulin. Customer indicated that they have contacted their doctor regarding their blood glucose of 260mg/dl, as it is high for them. Customer disconnected the call and no further information was obtained.